Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the light source was receiving a b30 error message. In speaking with olympus technical assistance support (tac) via phone, the customer was instructed not to hot swap out the scopes. Also, clean the scope contacts with alcohol and the socket of the clv-190 light source with canned air, and check the connections on the maj-1933/light source cable and maj-1941/cylinder plug. The customer reported that there was another tower with the same b30 error when using this scope. There was no patient harm associated with the event.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.